Manufacturer narrative:
Concomitant medical products: 6947-65 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection and the cardiac resynchronization therapy defibrillator (crt-d) system was extracted. No further patient complications have been reported as a result of this event.